Event description:
It was reported that the patient had to do a system controller exchange. The patient was clinically stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B3: correction. Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number unknown) was evaluated following the reported event of the modular cable and system controller being exchanged. The system controller was not returned for analysis, and no log files were submitted for review. Information provided by the customer stated that the modular cable and system controller were exchanged due to cosmetic damage on the modular cable. The reported event could not be correlated to an issue with the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 28mar2025 that the patient was transferred in and then out of the account's program. The patient's modular cable had rescue tape applied to it and though there were no alarms or notable issues, the decision was made to exchange it. The patient was using a low flow system controller from (B)(6) hospital at the time. On (B)(6) 2025, both the modular cable and the low flow system controller were exchanged to a standard system controller without any incidents. The patient later called the site due to low flow alarms on (B)(6) 2025 (confirmed from log file interrogation at the site) and stated that the previous center had prescribed the low flow system controller. Subsequently, the site performed a second exchange on (B)(6) 2025 to place the patient on the low flow system controller. No other product information was gathered due to the patient not being present for an equipment check at the site.